Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test and excessive no delivery test. The stop (idle) current test and run current test were in specification. No audio/beep anomalies noted during testing. Unexpected noise of vibrator motor during testing due to loose adhesive on motor housing. Device received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
The customer reported via phone call that insulin pump is currently beeping and vibrating. The customer's blood glucose was 117 mg/dl. Advised to perform a self-test. Results of the self-test was passed. Customer was able to perform the displacement test. Displacement test was passed. Customer reports the drive support cap appears normal. The product was returned for analysis.